Event description:
It was reported that the side rail will not latch due to a broken/damaged side rail column. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.